Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. All bolus programmed during testing were properly delivered. The insulin pump delivered the indicated amount and no unexpected bolus stopped alarms were noted. The insulin pump was received with cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump bolus feature does not work properly. The customer's blood glucose reading was 319 mg/dl at the time of incident. Troubleshooting found that the pump alarms with the bolus and the customer's doctor attempted to fix the pump. The customer was also advised that the device would be replaced and to return the product for analysis. No further details given.